Event description:
Ous MDR - after an implant duration of about 30 months, oversensing was reported via home monitoring. No adverse pt side effects have been reported. The device was explanted. No dates were provided to us.

Manufacturer narrative:
Ous MDR.